Event description:
The rptr was hospitalized in premature labor. The device on the tubing to regulate the IV medication flow was broken. The medication made her labor very hard and she delivered a female infant that weighed 4 lbs. The infant was hospitalized for two weeks.